Event description:
It was observed that during the device evaluation, the subject device exhibited broken lenses in optical system, loose objective lens, dent and bent on distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.